Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The vessel sealer extend (vse) was installed on the in-house system and removed on several attempts with no problems detected. The instrument passed the recognition and engagement tests. The instrument moved intuitively with full range of motion in all directions. The grips opened and closed properly.

Event description:
It was reported that during a da vinci-assisted pancreatoduodenectomy surgical procedure, the vessel sealer extend (vse) instrument locked up and the instrument release kit (irk) had to be utilized. The customer stopped using the vse instrument. There was no known impact or patient consequence. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained additional information. The procedure was completed robotically. However, the procedure was eventually converted to open surgery. It is unknown if the jaws of the instrument closed on the tissue, but the irk was used to open the jaws/free the instrument. The issue was resolved with a backup vse instrument. Intuitive followed up again with the nurse and received more information. The bulkiness of tumor and very unclear tissue planes aided in the decision for operation being converted to an open procedure. Patient transferred to ICU postoperatively, eventually downgraded to medical-surgical floor, then discharged from hospital. Nurse could not confirm if the procedure converted due to intraoperative complication.

Manufacturer narrative:
On 10/08/2024, intuitive surgical, inc. (Isi) received medwatch user facility report mw5159423 stating: the robotic instrument was used in a robotic whipple procedure. According to documentation, the instrument "locked up" and the instrument had to be pulled out with the instrument release kit. No harm to the patient was reported. The robotic instrument was removed, tagged, and replaced with a new one. The instrument is a one-time-use instrument.

Event description:
Refer to h10/h11 for follow-up information.